Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the forearm shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10atm upon second inflation for 10 seconds. The balloon was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient condition was good post procedure.